Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During use of the 0.14 stabilizer wire with an outback cto device it was originally reported that the wire could not be removed and got stuck in the catheter. The catheter and wire had to be removed together. The physician took a new wire and new catheter to finish the procedure successfully. There were no damages or anomalies noticed during preparation. The physician and staff are experienced in the use of these products. The product was returned for evaluation and preliminary analysis states that the guidewire was received within outback and the needle of the outback was slightly protruding. There was no reported patient injury. No further information is available.

Manufacturer narrative:
During use of the 0.14 stabilizer wire with an outback cto device it was originally reported that the wire could not be removed and got stuck in the catheter. The catheter and wire had to be removed together. The physician took a new wire and new catheter to finish the procedure successfully. There were no damages or anomalies noticed during preparation. The physician and staff are experienced in the use of these products. The product was returned for evaluation and preliminary analysis states that the guidewire was received within outback and the needle of the outback was slightly protruding. There was no reported patient injury. One non-sterile outback was received coiled inside a plastic bag. Two kinks were observed in the returned device at 2.5cm and 119.5cm from distal tip end. There were blood residues observed in the returned device. Unknown guide wire was received with the returned device. The catheter measured 120.0 cm of usable length. The usable length of the catheter was within specification. The cannula deployment length could not be measured due to kink condition in the tip. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with a lab sample 0.014"gw. The gw was inserted in the cannula guide wire port but did not come out the hub as expected during functional test due to a kink in the distal tip causing obstruction. The catheter shaft/nosecone spins smoothly as the rhv was rotated. The applicable cannula deployment test could be not performed since a kink was noted at 2.5cm from distal tip end, causing inability to deploy the cannula. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stabilizer wire was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. The failure cannula needle retraction difficulty-partial was confirmed. Deployment test could not be performed due to a kink noted in the cannula and causing inability to deploy the cannula. The failure cannula wire port guide wire lumen resistance friction was confirmed since there were kinks in the body shaft and distal tip causing inability to cross the guide wire lumen. The exact cause of the kinks found during analysis could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Controls are in place to detect kinks in the delivery shaft and distal tip end. Therefore, no corrective or preventive actions will be taken.